Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The suction regulator was replaced, and the unit was returned to service.

Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with gehc technical support. It was recommended to replace the suction regulator to resolve this reported fault. No report of patient involvement.

Event description:
The hospital reported the unit was not able to perform effective fluid suctioning. There was no report of patient involvement.